Manufacturer narrative:
(B)(4).

Manufacturer narrative:
This report is filed (B)(4) 2014.

Event description:
Per the clinic, the patient experienced an infection with swelling and drainage at the implant site; however, the issue could not be resovled. The device was explanted on (B)(6) 2014. Reimplantation is planned but had not taken place at the time of this report, (B)(6) 2014.the manufacturer became aware upon receipt of the explanted device on (B)(6) 2014.